Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had confirmed, multiple fractures, as noted in the pocket-area of the lead. Adhesive and sleeves were used to repair the lead, however the lead was then capped and replaced. No patient complications have been reported as a result of this event.